Event description:
It was reported that an ilet bionic pancreas did not charge despite multiple attempts to charge throughout the day; the patient confirmed the wall charger worked by charging a phone, then restarted the ilet and reconnected it, after which charging resumed. Symptoms included no clinical effects. Outcomes included no impact on health and no hospitalization. Investigation included guided troubleshooting to verify power source function, device restart, and reconnection to the charger. Investigation of this case revealed normal charger function and a device that resumed normal charging after a power cycle, indicating a transient charging failure resolved by restart with no persistent hardware fault identified. It was concluded, based on previously established findings for similar reports, that the cause was a transient device behavior resolved by user troubleshooting.

Manufacturer narrative:
Initial.